Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
This event is being revised to report that only two patients experienced periprosthetic fractures following shoulder arthroplasty. One experienced fracture of the coracoid and one experienced fracture of the acromion. Neither patients were revised.

Manufacturer narrative:
Information was received via published literature. Please reference the attached literature, "outcomes after shoulder replacement: comparison between reverse and anatomic total shoulder arthroplasty.¿ the article was written by tuyen k. Kiet, brian t. Feeley, micah naimark, tatiana gajiu, sarah l. Hall, teddy t. Chung and c. Benjamin ma. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.

Event description:
It is reported that four patients experienced periprosthetic fractures following shoulder arthroplasty. Two experienced fracture of the glenoid after reported falls, one experienced fracture of the coracoid and one experienced fracture of the acromion. The two patients who experienced glenoid fracture underwent revision procedures. No further information provided.